Event description:
It was reported that programmer was unable to interrogate the device. The caller tried repositioning the programmer head and using a spacer with no success. The company representative was going to use another programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).